Manufacturer narrative:
Per data management system review, the user continued to use the system with up-to-date information. Skin irritation associated with adhesive use is a known and anticipated potential adverse effect and does not require further investigation.

Event description:
On (B)(6), 2026, senseonics was made aware of an incident in which the user reported skin irritation associated with use of the adhesive patches. The user described symptoms including itching and rash localized to the area of adhesive contact. The symptoms did not lead to removal of the sensor, and no injury was reported. The user reported use of topical treatment; however, symptoms persisted. Follow-up indicated that the user was evaluated by a healthcare provider, who referred the user for dermatological assessment. At the time of this report, no dermatologist assessment results have been provided to senseonics.